Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2014 at 11:05:02. During night drain cycle one, the patient's ultrafiltration reading was 2084ml, indicating the home patient drained 2084ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. This is an ancillary service event. A review of the event history log identified the occurrence of an increased intra-peritoneal volume event. The cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.